Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary an order that had been discontinued. It was confirmed with the local is team that epic sent the discontinued message to pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued orders were available to dispense. The technical support specialist (tss) identified that the orders were moved from the discontinued stated to active state after new order messages were received after the dc was processed. Tss verified the time stamp on messages and identified that the issue was with messages sent from electronic medical record was out of sequence. Customer experienced a wide interface issue and was resolved by hospital information technology and advised the customer that additional dc message would drop orders from the patient profile. The system functioned as intended after the technical support specialist troubleshot the device.